Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that lead migration issue was observed at the t10 lead location site resulting in the patient experiencing loss of therapy. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future.